Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer had manual injections available as alternate insulin therapy. The customer's blood glucose was 182 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion issue was verified; however, the fill estimate issue could not be verified as the cartridge was not returned. However, a different issue was identified.